Manufacturer narrative:
Product event summary: it was reported that a clip of the patient pack was missing. The device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed failed visual inspection due to a missing clip on the carrying case. This did not allow for safely carrying the controller and batteries. The most likely root cause of the reported event can be attributed to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the ventricular assist device (vad) equipment coordinator, the patient was seen in clinic and reported that one of clips for the patient pack was missing.  It was one of the clips that helps to hold the controller in place. The patient denied any damage to the pack and stated that they could not find the clip anywhere at home. The team did not feel safe letting the patient use the current pack, so it was removed from service and replaced. No patient complications have been reported as a result of this event.